Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and a guidewire. During the procedure, while loading the catrx into the guide catheter, the physician noticed the catrx lumen to be much shorter than usual. While advancing the catrx through the guide catheter, the physician experienced resistance and decided to retract the catrx. During retraction, the physician experienced resistance again and the catrx broke at the mid-shaft. Therefore, the catrx and guidewire were pulled back and were successfully removed. The procedure was completed using a new catrx, the same guide catheter and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx was kinked approximately 55.0, 58.0, 59.0, 60.0, 69.0 and 142.5cm from the hub. The device was fractured approximately 62.5 cm from the hub. The guidewire lumen was punctured approximately 26.0 cm from its proximal end. Conclusions: evaluation of the returned catrx confirmed a fracture on the midshaft and revealed kinks. Further evaluation revealed that the guidewire lumen was punctured. If a guide wire is inserted in the guidewire lumen at an extreme angle, the guide wire may protrude the lumen. If this occurs, and the catrx is advanced through a parent device with the guidewire outside the lumen, resistance may be experienced during advancement. If the catrx is forcefully advanced against resistance, damage such as a kink may occur. If a kinked device is subsequently retracted against resistance, the kink may worsen to a fracture. During functional testing, after removing the catrx distal fractured segment from the non-penumbra sheath, a demonstration catrx was advanced through the non-penumbra sheath without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.